Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced sample leakage . The following information was provided by the initial reporter. The customer stated: I contacted the laboratory coordinator, who confirmed the receipt of reports from users about leaks in the tubes after open collections carried out in the hospital and in 2 emergency care units. These were open collections, according to the coordinator, made in ICU patients, pediatric patients and the elderly, all with difficult venous access profile. According to him, there was guidance to close the lid followed by threading, because it is hemogard, different from the one the team is used to, but even so the leak continued to be observed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 of those 100 were functionally tested with no issues being observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced sample leakage . The following information was provided by the initial reporter. The customer stated: I contacted the laboratory coordinator, who confirmed the receipt of reports from users about leaks in the tubes after open collections carried out in the hospital and in 2 emergency care units. These were open collections, according to the coordinator, made in ICU patients, pediatric patients and the elderly, all with difficult venous access profile. According to him, there was guidance to close the lid followed by threading, because it is hemogard, different from the one the team is used to, but even so the leak continued to be observed.